Event description:
During the pta/stenting treatment procedure, iliac 6f unistep plus 6x59x75 iliac stent deployment difficulites were encountered. The lesion being treated was a calcified, 90% stenotic venous lesion. The physician usd a 6fr terumo introducer sheath for vascular access and a radiofocus guidewire to cross the lesion, the edge of the stent did not extend properly. Therefore, a second stent was implanted. The procedure was successfully completed. There were no patient injuries or complications. The patient status is reported as 'good'.